Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc, act and up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error. Blood glucose level of the customer was 6.5 mmol/l. The customer was assisted with the troubleshooting. The customer stated that they had difficulty to press act button. The customer stated that the time was advancing. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The insulin pump will be returned for the analysis.